Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification up to 10th august 2014. During this time the device recorded a temperature below the recommended operating temperature range for this device. Multiple manual power ups, mainly of ten minutes duration were observed between the (B)(4) 2014 and the (B)(4) 2015. During this period the pad-pak became depleted. An increase in voltage suggests a further pad-pak was installed. No further log entries were recorded up to the 24th august 2015. Investigation found the fault could be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault coult not be replicated with a new membrane fitted. Futhermore, there was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.